Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was leakage from the connection between cassette and the tube of infusion during a photocoagulation procedure. The console was wet, and the laser was not able to be used. The procedure was completed with an alternate system. There was no harm to the patient.